Event description:
The customer called to report on (B)(6) 2012, at 1:34 am his blood glucose measured 261 mg/dl and he gave a bolus of 0.75 units of insulin. At 2:13 am, his bg was at 244 mg/dl. By 6:29 am, his bg went up to 312 mg/dl, so administered a bolus of 1.3 units and pod was then deactivated.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 15 units of insulin in size, was found in the reservoir with no indication that the user removed residual insulin. The air bubble was most likely introduced during the original filling of the pod. The omnipod¿s users guide instructs users on proper filling technique and warns to, ¿never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery,¿ ¿failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery,¿ and ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery.¿ product lot qualification records were reviewed and found to have met all acceptance criteria. An investigation into this issue was conducted and corrective action was implemented. This product lot was manufactured prior to that implementation. Insulet will continue to monitor these complaint rates.